Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon did not open properly. Half of the balloon opened up while the other half remained flat. The balloon did not complete the oval shape. They were able to complete the case with the same device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).